Manufacturer narrative:
(B)(4). A review of the daily measurements noted shock impedances in the 30-40 ohms range. A boston scientific technical services consultant documented the clinical observations and discussed bringing the patient in for additional testing. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated for this system due to an out of range shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received from a boston scientific sales representative stating he had not been contacted to evaluate this patient. The representative was informed that the lead was not conclusively identified as the cause of the out of range measurement since there was no x-ray or fluoroscopy image taken. The patient was scheduled for a routine check at their home clinic at which point the shock impedance will be reevaluated. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.